Manufacturer narrative:
By checking the manufacturing charts of lot #1509865, no anomalies were detected on the products manufactured with the same lot #. This is the first and only complain received on this lot #. We received the following components: product code 5552.15.440, lot #1509865 - ster. 2000146 (manufactured by lima). Product code 9084.20.310, lot #13h0765 (manufactured by a company different from lima). Product code 9084.20.320, lot #13h3483 (manufactured by a company different from lima). Lima delta tt acetabular cup, dia.44mm analysis: as a confirmation of the analysis of the DHR, the delta tt acetabular cup was found to be fully compliant. Additionally, for the specific product involved, it is to be specified that when passing through the clean room process, the caps were unscrewed and reassembled according to the procedures without noticing any issue. No anomaly from the analysis of the acetabular cup involved: we can exclude this implantable device contributed to the issue experienced intra-operatively. Screwdrivers analysis: instruments involved have been sent to the manufacturer for its appropriate and relevant analysis with the following results: "it is confirmed that no anomalies have been found at documentary level for both complained codes and that the devices were sold in 2013 and have been on the market for several years. The two (2) screwdrivers were subjected to hardness analysis (no anomalies found) and a visual inspection, confirming the hexagon is worn and deformed mainly at the tip. Considering what has been analysed, the problem reported, which occurred many years after the two devices were placed on the market, is due to "natural" wear resulting from their use over time. From what has been found from the photographic documentation, it is realistic to believe that the devices may have had signs of wear, not detected due to lack of inspection, even before use in the surgical room. It should be noted that the instructions for use state that the user must inspect the device for defects before use". Pms data (on lima component): a total of 6 complaints were reported about difficulty of removing screw hole caps from the delta-tt acetabular cups belonging to the family of product codes 5552.15.xxx. By considering a total of more than 80000 delta tt acetabular cups, we can consider a low occurrence rate of (B)(4). None of the complaints reported were classified as product related. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
During hip surgery performed on (B)(6) 2021, it was not possible to remove screw hole caps on the delta-tt acetabular cup ø44 mm (product code 5552.15.440, lot #1509865 - ster. 2000146) as per surgical technique, using the cardan joint screwdriver rod (product code 9084.20.310, lot #13h0765) - product not manufactured by limacorporate - and the sph screwdriver rod (product code 9084.20.320, lot #13h3483) - product not manufactured by limacorporate. According to the complaint source, the delta tt cup ø44mm had moved while impacting the liner, thus the surgeon decided to use bigger size (ø 46mm). Before impacting the delta tt cup ø46mm, surgeon checked screw hole caps outside of the operation field: 2 out of 3 screw hole caps could not be removed. As it was possible to remove only one cap, one bone screw was tightened to complete the surgery. It was reported that the cup was stable. Surgery extended of 40 minutes. Patient is a female, 68 years old. Event happened in japan.

Manufacturer narrative:
By checking the manufacturing charts of lot #1509865, no anomalies were detected on the products manufactured with the same lot #. This is the first and only complain received on this lot #. We will submit a final MDR once the investigation will be completed.

Event description:
During hip surgery performed on (B)(6) 2021, it was not possible to remove screw hole caps on the delta-tt acetabular cup ø44 mm (product code 5552.15.440, lot #1509865 - ster. 2000146) as per surgical technique, using the cardan joint screwdriver rod (product code 9084.20.310, lot #13h0765) - product not manufactured by limacorporate - and the sph screwdriver rod (product code 9084.20.320, lot #13h3483) - product not manufactured by limacorporate. According to the complaint source, the delta tt cup ø44mm had moved while impacting the liner, thus the surgeon decided to use bigger size (ø 46mm). Before impacting the delta tt cup ø46mm, surgeon checked screw hole caps outside of the operation field: 2 out of 3 screw hole caps could not be removed. As it was possible to remove only one cap, one bone screw was tightened to complete the surgery. It was reported that the cup was stable. Surgery extended of 40 minutes. Patient is a female, (B)(6) years old. Event happened in (B)(6).